Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification: serial number (B)(4), lot number 62008. The event of malignant glaucoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event details has been requested. No additional information is available at this time. Device labeling: warnings: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Healthcare professional reported a flat anterior chamber (ac) was noted on day 1 post-op and wounds were sutured. The patient continued to experienced a flat ac, ac was refilled with visco + cyclogyl 3 times/day. Persistent flat ac in the right eye was identified as aqueous misdirection / malign glaucoma. A vitrectomy was performed. The device remains implanted.